Manufacturer narrative:
Device is used for treatment, not diagnosis. The thread on the screw head is badly damaged. The thread on the screw shaft shows marks and wear. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction.

Event description:
Patient was implanted with zero-p hardware on (B)(6) 2012. During a follow up appointment, about one month post-operative, surgeon found that one locking screw at level c5-c6 had backed out. Patient was asymptomatic and would be monitored, and surgeon did not plan a revision at this time. Patient returned to the surgeon on an unknown date, complaining that the previously reported backed out screw was now causing discomfort and she wanted it removed. Patient returned to the o.r. On (B)(6) 2013 and surgeon removed one 3mm cervical spine locking screw from c6 left side. All other hardware remained implanted. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The screw was received with damaged locking threads and damaged cancellous threads distally. There is some anodization fading and a slightly deformed drive recess as well. The product development evaluation states that the screw has damaged locking threads. The corresponding implant remains in the patient so the mating threads cannot be examined on the plate. There isn't information regarding the original procedure and whether or not the torque limiting handle was used. It is possible that if it was not used, the threads were never truly locked to the plate causing wear to the threads and the back out of the screw. Based on the number of screws sold between (B)(6) 2011 and (B)(6) 2013, the occurrence rate is approximately (B)(4). As it is not known whether or not the torque limiting handle was used during the initial implantation, this complaint is deemed indeterminate from a design standpoint.